Event description:
The pt's pump had been implanted in 2007. The pump and catheter were explanted and replaced with new pump and catheter on twenty seven days later, due to a dislodgement of the intrathecal catheter (see MFR report # 6000030-2007-03923). The pt developed a fever of 38 to 39 degrees celsius and was started on antibiotics on the following month. On four days later, the pt developed urinary incontinence, experiencing approx one incontinent episode per day (retrograde cystography performed on ten days later). The pt had been on 2 t/day of pollakis for overactive bladder. He was put on an add'l 1 t/day on three days prior, after developing urinary frequency after the start of itb therapy. The pt had been doing fine on catheterization 5 times/day since prior to itb treatment, but a bladder scan had been scheduled for that month because of the urinary incontinence. On eight days earlier, fluid was found to be leaking from the abdominal incision site and was cultured; mrsa was detected. The abdominal wound was debrided and daily irrigation was started on three days later. The debrided wound was closed on the following month (the pt still had traces of mrsa detectable) and antibiotics were stopped on three days later. The pt was discharged on six days later. In early 2008, fluid was once again found to be leaking from the abdominal incision site. The wound was debrided and daily irrigation with normal saline was started. Antibiotics were also started. On three days later, fluid was found to be leaking from the lumbar incision site. The pt was rehospitalized on six days later or eight days later (dates not clear). The pump and catheter were removed under general anesthesia later in the same month; they were not replaced.